Manufacturer narrative:
System rebooted; issue unresolved but monitored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision live images were clunky and lateral images were not displayed on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.